Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: sep. 5, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issues could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted due to mechanical failure described later as halos and glare in patient's right eye interfering with all daily activities. New incision was made and lens was removed in whole, but no vitrectomy or sutures required. It was noted that the replacement iol was an aab00, +22.0d power size iol. The patient's vision is doing well since lens replacement and no injury reported. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.